Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 22. Details of surgery: nerve encroachment and immediate extraction site. On (B)(6) 2023, non-osseointegration was verified. Patient presented with bruxism, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, bleeding, increased sensitivity, hypersensitivity, abscess, fistula, inflammation and numbness. No further patient complications were reported.